Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that multiple power cable disconnect and red heart alarms were noted in patient history. A sign of corrosion on one of the patient's batteries was noted. The hospital replaced the patient's batteries and battery clips. Additional information was received 6 days later indicating that with the change of batteries and battery clips, no alarms were occurring.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. The manufacturer was advised that the product will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.